Event description:
This report is to advise of an event observed during analysis. Wear problem.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath only distal to the suture tie impression. The silicone insulation beneath was intact. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.